Manufacturer narrative:
The field service engineer (fse) replaced the power supply board to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a

Event description:
It was reported that during a daily routine check, the cs100 intra-aortic balloon pump (iabp) was not switching on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and observed that the iabp was not switching on with either the mains power, or the with the battery. The problem was found to be with the power supply board. The contract for the repair was not approved, so repairs are pending completion. A supplemental report will be submitted upon completion f our investigation. (B)(6).